Event description:
Upon further query, the following information was provided that indicated a break in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of an unspecified blood product, at an unspecified rate. The customer contact indicated that during priming using an unspecified concentration of saline prior to patient use, the nurse noted an unspecified volume of solution leaked from the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.